Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported thrombosis cannot be determined. Additionally, the reported patient effect of thrombosis is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The reported therapy/non-surgical treatment (additional) and treatment with medication(s) are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was discarded. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the mitraclip delivery system (cds) was inserted in the left atrium, thrombus was observed which was treated with medication. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the left atrium when a clot was noted on the tip of the clip. Therefore, the cds was removed. Heparin was increased and aspiration was performed successfully, and procedure continued. Two clips implanted, reducing mr to 1. No additional information was provided.